Event description:
Primary surgery done on (B)(6) 2011. Stent removed on (B)(6) 2012.

Manufacturer narrative:
Reason for removal was unk. The device was not returned for investigation. A review of the manufacturing paperwork (device records) of the same lot was evaluated and revealed that the processes were met according to the device master record. A review of our inspection paperwork (device records) also confirmed that the mfg processes were met according the device master record. The physician did not provide any information as to why this stent was removed (type of complaint or problem cannot be confirmed).